Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the circuit board of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the circuit board of the subject device was broken.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the olympus local sales that during demonstration, error e117 was displayed. The olympus local sales replaced the device with another demonstration system. Other detailed information was not provided. There was no report of patient injury associated with the event.